Event description:
The surgeon performed a left medial onlay partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). During rio setup, a camera connection error appeared: the makoplasty specialist (mps) present at the case performed soft and hard reboots and cleaned connection cables, which cleared the error. The case proceeded, but just before burring both the femur and tibia, the connection error reappeared. The troubleshooting steps were repeated each time, and the case was completed with a reported successful outcome.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was conducted by mako surgical with regard to this event. Mako field service evaluated the subject rio system and confirmed the error described in the event report. The field service engineer observed a high light loss reading, cleaned the fiber optic cables thoroughly, and tested the system to confirm passing light readings. Mako field service subsequently completed multiple pre-surgery checks in order to ensure the system was ready for clinical use. Service was concluded and the system was restored to fully operational status. The camera connection error was determined to be caused by debris in the fiber optic connectors to the camera.